Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a plif l5-s1 on (B)(6) 2009 using rhbmp-2/acs. Post-op, the patient developed pain to the lower extremities. The patient has been prescribed high doses of narcotic pain medication. The patient has developed radicular pain, chronic nerve damage, he has felt paresthesias, including numbness and tingling with increasing frequency, his legs give out, causing him to collapse, and he now ambulates with a cane.

Manufacturer narrative:
Additional information : weight, relevant tests/lab data, other relevant history, model and lot #, device manufacture date, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient underwent fluoroscopy. Impression: status post lumbar fusion l5-s1. Patient presented with following pre-op diagnoses: l5-s1 disk herniation. Procedure: l5-s1 bilateral laminectomy for decompression, discectomy for decompression, interbody fusion with peek allograft and bmp. Posterolateral fusion with bone, posterolateral fusion with instrumentation. Intra-operative neuro diagnostic monitoring. Per op-notes: peek allograft was selected and was packed with bmp. On (B)(6) 2009: patient underwent lumbar spine 2 views. Impression: postsurgical changes l5-s1, degenerative spondylosis. On (B)(6) 2009: patient was presented with following diagnoses: status post l5-s1 laminectomy, chronic kidney disease, coronary artery disease, diabetes mellitus, benign prostatic hyperplasia. On (B)(6) 2009, (B)(6) 2010: patient presented with following impression: lumbosacral muscle spasms. Mechanical neck pain, prior evidence of cervical fusion from c5-7. There are disc herniation at the of c3-4 and c4-5 levels causing some foraminal stenosis. On (B)(6) 2010: patient underwent lumbar spine 2 views x-rays. Impression: surgical changes and straightening compatible with lumbar spasm. On (B)(6) 2010: patient underwent lumbar spine ultrasound. Impression: no significant interval change. If ongoing clinical concern. On (B)(6) 2010: patient presented with following impression: some residual spasm and no limitation of lumbosacral range of motion. On (B)(6) 2012: patient underwent MRI of the lumbar spine. Impression: there is loss of the normal lordotic curvature of the lumbar spine. At l2-3 there is disc bulging, with anterior disc osteophytes. The disc bulging results in anterior impression on thecal sac. At l3-4, there is a shallow posterior herniation of the disc with disc bulging and anterior osteophytes. This results in mild stenosis of the spinal canal to 1.0 cm and mild stenosis in both the right and left neural foramina. At l4-5, there is a posterior herniation of the disc with disc bulging, and there are anterior disc osteophytes. There is moderate stenosis of the spinal canal to 0.8 cm, and there is moderate stenosis in both the right and left neural foramina. An anterior herniation is also present with anterior disc osteophytes. At l5-s1, there is evidence for fusion with rods and pedicle screw fixation, and there is disc prosthesis present. There is disc bulging and osteophyte formation. This combination of findings results in mild stenosis of the spinal canal and moderate stenosis in both the right and left neural foramina. An anterior herniation with anterior osteophytes is also present.

Manufacturer narrative:
(B)(4) (persisiting back pain), (leg pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2009: patient underwent fluoroscopy. Impression: status post lumbar fusion l5-s1. Patient presented with following pre-op diagnoses: l5-s1 disk herniation. Procedure: l5-s1 bilateral laminectomy for decompression, discectomy for decompression, interbody fusion with peek allograft and rhbmp-2/acs. Posterolateral fusion with bone, posterolateral fusion with instrumentation. Intra-operative neurodiagnostic monitoring. Per-op notes: peek allograft was selected and was packed with rhbmp-2. Impression: intractable lower back pain. L3-s1 disk herniation. Chronic kidney disease. Coronary artery disease. Diabetes mellitus. On (B)(6) 2009: patient presented with following diagnosis: back pain, lumbar disc herniation. On (B)(6) 2009: patient presented for office visit with chief complaint of intractable back pain and bilateral leg pain. On (B)(6) 2010 patient presented for a postoperative follow-up. Impression: he experienced lumbosacral muscle spasm; mechanical back pain. There was MRI evidence of a prior cervical fusion from c5 and 7. There were c3-4 and c4-5 disc herniations causing some foramen stenosis and canal stenosis bilaterally. He experienced cervical muscle spasm. On (B)(6) 2010 patient presented for a postoperative follow-up. Impression: patient experienced lumbosacral muscle spasm; mechanical neck pain. He had prior evidence of cervical fusion from c5-7. There were disc herniations from c3-4 and c4-5 levels causing some foraminal stenosis. On (B)(6) 2011 patient presented for a postoperative follow-up. Impression: patient experienced occasional lumbosacral muscle spasm. This was noted mild l4 compression fracture of approx. 10%; mechanical neck pain. He had prior evidence of cervical fusion from c5-c7. There were herniations at c3-4 and c4-5 levels causing some foraminal stenosis.